Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the 1ml syringe "sometimes does not appear during programming on the pcu display." No further information was provided. This was reported to bd representatives during site visit. Bd representative addressed the issue and provided staff education to make sure that the barrel clamp catches the syringe just right and doesn¿t have a label or anything else that would interfere with the reading of the syringe. The information on patient involvement is unknown.